Event description:
It was reported that the patient was feeling intermittent pain with phrenic nerve and diaphragmatic stimulation. A potential lead pe rforation was suspected. During the right ventricular (rv) lead revision procedure the physician felt the lead helix was not extending/retracting correctly. The lead was removed and a new lead was utilized without incident. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The overlay tubing of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)